Event description:
It has been reported to philips that the system could not perform exposure or fluoroscopy. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was outside of clinical use, the issue occurred during pre-check of machine. The philips field service engineer (fse) inspected the system onsite and confirmed that the system exposure and cine was not functioning. Upon functional testing, the fse found that there was an image disc issue in ippc. To resolve this issue the fse recreated the image disk of frontal ippc and checked the exposure. After the recreation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.